Event description:
It was reported that the device delivered inappropriate high voltage therapy during an episode of atrial fibrillation. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.